Manufacturer narrative:
Event was reported by the eye care practitioner directly to coopervision. This is being reported as a corneal ulcer. Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn.

Event description:
In (B)(6) 2011, patient was refit into biofinity toric (comfilcon a) contact lenses. On the evening of (B)(6) 2011 the patient slept in the contact lenses and woke up the following morning with a corneal ulcer. Patient temporarily discontinued contact lens wear from (B)(6) 2011 and was treated with vigamox and lotemax. Patient was using clear care cleaning solution. There was no reduction in best corrected visual acuity and the patient has made a full recovery. Patient has returned to wearing biofinity toric (comfilcon a) contact lenses.